Manufacturer narrative:
It was reported that the driver had broken off into the screw head. The reported event is confirmed upon investigation of the returned product. - visual evaluation identified that the tip of the driver had fractured. Additionally, unrelated to the reported event, the tip was found to have twisted. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is over torquing the driver leading to the tip breakage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021 small finger metacarpal orif procedure the tip of an ar18700-09, driver shaft (lot 1391937), broke off in the head of a screw in the patient. The tip of the driver was unable to be retrieved and remains in the screw head that is implanted in the patient.